Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application failed. A technical support specialist modified settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system patient order not showing on station. The customer reported that users were unable to remove medication from the station.users from issuing the necessary medication, an azithromycin 250mg tablet. There were no adverse events or injuries reported based on this incident.